Event description:
It was reported that the surgeon called due to a faint noise coming from centrimag motor/pedimag pump head when in use at 3500 rpm as a left ventricular assist device (lvad). The first time it happened, the noise resolved within 100 seconds of starting. The second time was when the surgeon called and reseated the pump head and the noise was better, but not absent. It was additionally stated that the patient did not experience any adverse consequences, and there was no further treatment or plan of care. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: catalog number has been corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated on (B)(6) 2024 that the pump was switched out a few days after the sound was noticed. The site stated it appeared to function fine.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: UDI and lot number corrected. Manufacturer's investigation conclusion: the reported noise could not be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined. The pedimag blood pump was not returned for evaluation. Review of the device history record (DHR) for the pedimag blood pump, lot number l08270-lb8, revealed no deviations from manufacturing or quality assurance specifications. The pedimag blood pump instructions for use (IFU) (rev. C) is currently available. The subsection titled indications for use explains that the pedimag blood pump is indicated for use with the centrimag console and motor. It is a non-roller-type cardiopulmonary and circulatory bypass blood pump used to pump a patient¿s blood through an extracorporeal circuit for periods lasting less than 6 hours. The IFU contains the following additional warnings and cautions: IFU warning #1: the pedimag blood pump has not been qualified through in vitro, in vivo, or clinical studies for long term use (i.e., longer than six hours) as a bridge to transplant, for pending recovery of the natural heart or for extracorporeal membrane oxygenation. IFU warning #12: frequent patient and device monitoring is required. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a spare blood pump, back-up console, motor, and accessories available for change out. No further information was provided. The manufacturer is closing the file on this event.